Event description:
The customer reported obtaining a non-reproducible, higher than expected, vitros tropi es result from a single patient sample (0.108 ng/ml vs. <0.012 ng/ml) processed on a vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es result was not reported outside the laboratory; as the customer processes all samples with tropi es test requests in duplicate, and the replicate results were not reproducible. There was no reported allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample processed on a vitros eciq immunodiagnostic system. The most likely assignable cause of this event was instrument related. Prior to service actions being performed, a troponin I precision test was outside of acceptable guidelines. An ocd field engineer performed service actions to multiple analyzer subsystems to return the eciq system to expected performance. Following these action, acceptable vitros tropi es precision was observed. In addition, insufficient historical quality control results were provided and it was not possible to verify performance of the vitros tropi es reagent in use at the time of the event. Therefore, a reagent related issue cannot be ruled out as contributing to the event. Finally, the investigation could not determine if the customer had processed the patient sample outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. Therefore, it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The effect of improper sample processing could not be ruled out as a contributing factor.